Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The additional information received identifies that there was resistance as the lens left the nozzle, which per the IFU, could be indicative of the lens having got blocked during injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv toric rao210t batch: 063217874 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch: 063217874. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 7th november 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye the lens was observed to be cracked necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The additional information received identifies that there was resistance as the lens left the nozzle, which per the IFU, could be indicative of the lens having got blocked during injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv toric rao210t batch 063217874 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 063217874. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was disassembled and the injector parts were inspected under x10 magnification. The inspection did not identify any damage to the injector parts. The lens was returned hydrated in a pouch of saline. Inspection under x10 magnification identified a crack in the optic, confirming the event as reported. To facilitate further testing of the injector, the injector was re-assembled and 1x rayone aspheric rao600c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. No rayone injector fault was found. The injector testing performed confirms that the device performs as intended/per design. The flaps being open indicates either that the flaps were not fully secured at the point injection was started or that the user continued injection at the point the lens became trapped/blocked resulting in a build-up of pressure in the injector that has caused the flaps to re-open. Both scenarios represent a deviation from the IFU.

Event description:
On 7th november 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye the lens was observed to be cracked necessitating explantation and exchange.